Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider stated that they use gablofen, however when the patient¿s pump ran dry the patient had been in the hospital due to some ¿health issues¿ and someone had refilled the patient there and the healthcare provider did not know what they had used. It was noted that the patient¿s increased spasticity was better but because the patient¿s pump was empty the physician had spoken to the manufacturer and they agreed to titrate the patient back up slowly. The reporter stated however that the patient was better than she was. The reporter stated the pump went dry on (B)(6) 2016 and the patient came in on (B)(6) 2017 which was when the situation was rectified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000 mcg/ml at 923.9 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient missed a refill of their pump and the healthcare provider was refilling the pump today. The logs showed the low reservoir alarm occurred (B)(6) 2016 and the empty pump reservoir alarm occurred (B)(6) 2016. The patient has had some increased spasticity as a result of the missed refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.